Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported that the seal of the package is partly open. This was identified during their initial inspection of received product. The device was not sent to a user facility.